Event description:
It was reported that during a lap chole procedure, the jaws would not release. After 10 seconds, the jaws opened by themselves. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.